Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a colon resection, there was defective stapling during the colorectal anastomosis. The anastomosis was incomplete leading to perform a new anastomosis. Another stapler has been used. The procedure has been completed without patient consequence.